Event description:
It was reported while using the ultrawand for ablation, 50 seconds into the cycle, an "excessive temperature" message was observed on the ablation control system (acs). The user verified adequate saline flow to the device and the cable was unplugged and replugged but then a "damaged disposable" message was observed. The user attempted to resume ablation but both error messages immediately reappeared. A second ultrawand was opened and ablation was reattempted but again after 50 seconds, ablation was halted by the acs with the same error messages. The surgeon decided to abort the remaining ablation. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the ultrawand device showed no defects. Functional testing of the returned device revealed no anomalies. The complaint could not be confirmed. However, examination of the wand electrical connector showed discoloration and damage consistent with saline being allowed to enter the distal end of the connecting cable. This could cause the electrical issues encountered during the operation. The precautions statement in the instructions for use for this product state "do not allow the saline to come in contact with the electrical connector or electrical equipment". Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.